Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states she feels well and no medical attention is needed. The customer's expected blood results are 103-127mg/dl fasting. Verified the strips expire 11/30/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test 84mg/dl and 84mg/dl. Reviewed meter memory: 92mg/dl (B)(6) 2015 09:57:00 am fasting:yes; 132mg/dl (B)(6) 2015 11:46:00 am fasting:yes; 100mg/dl (B)(6) 2015 09:55:00 am fasting:yes; 99mg/dl (B)(6) 2015 08:20:00 am fasting:yes; 112mg/dl (B)(6) 2015 01:04:00 pm fasting:yes. Customers concern:132mg/dl. She explained that many weeks back approximately (B)(6) 2015 her blood result was 208mg/dl in the true track meter but on her friends one touch the result was 180mg/dl. Adverse event not reported.